Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopically assisted total gastrectomy. According to the reporter: the device was inserted orally and when the device was about to pass through the pt's throat, it felt light. The device, without the anvil, came out of the esophagus stump and the anvil head remained in upper part of esophagus. Using an endoscope, the anvil was retrieved. Another device was used to complete the case. Bleeding was under 200cc, but the operative time was extended more than 30 minutes.